Manufacturer narrative:
The device was returned to olympus for evaluation/inspection.based on the results of the investigation, the noisy image and foreign objects were identified. It is likely the result of a circuit board failure inside the scope connector.; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, noise appeared in the image and there was a foreign object inside the auxiliary water supply tube. The field service engineer assessed the condition and determined that the noisy image was most likely due to a circuit board failure inside the scope connector. There was no patient involvement.